Manufacturer narrative:
Eval summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt was diagnosed with dry eye and superficial punctate keratitis (spk) in both eyes three weeks following bilateral lasik surgery. Cyclosporine emulsion drops were prescribed to treat the event. The pt reported dryness and burning of her eyes. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.